Event description:
It was reported that when attempting to view data related to an atrial high rate episode, the device indicated 'invalid data.' The interrogation session was cleared and ended in order to allow the data to start collecting again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when attempting to view data related to an atrial high rate episode, the device indicated 'invalid data.' The interrogation session was cleared and ended in order to allow the data to start collecting again. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis; however, performance data was retrieved from the device and has been analyzed. No anomalies were found.